Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s wife reported via phone call that customer experienced high blood glucose. Customer¿s blood glucose at time of incident was 600 mg/dl and customer¿s current blood glucose was 150 mg/dl. Customer was not using automode at time of high blood glucose event. Customer¿s wife stated that sensor was not working. Customer¿s wife was not able to troubleshoot for high blood glucose. Insulin pump will not be returned for analysis.